Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 5,000 mcg/ml fentanyl at a dose of 822 mcg/day and 25 mg/ml bupivacaine at dose of 4.11 mg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2018 a code of 8476 (motor stall) was seen on the patient's personal therapy manager (ptm). No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a manufacturer's representative (rep). The pump was replaced on (B)(6) 2018 and the pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. The previously reported conclusion code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.